Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that a patient was experiencing pain and was revised due to subsidence of the stem.

Manufacturer narrative:
The stem is returned for review and has some cosmetic damage seen on the proximal end of the device, likely from extraction methods. The porous coating has limited patches of bone on-growth. The femoral stem was found to be conforming in size and profile to its overlay. Manufacturing documentation was reviewed and found that the device was manufactured to specifications and shows no deviations to the standard manufacturing process. The device was used as treatment. Primary operative notes were reviewed which gave no indications of a root cause. The final stem was noted to be quite stable after being fully seated. The devices were confirmed as compatible to one another. No additional complaints have been received against the manufacturing lot of the femoral stem. With the information provided, the cause of pain is likely the subsidence and loosening of the femoral stem, however a definitive root cause for this event cannot be stated.